Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 6 of 6 devices were returned for evaluation. Evaluation of 5 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear, a lack of maintenance and a lack of lubrication. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 6 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any of the events.